Manufacturer narrative:
Per tandem¿s t:slim user guide states ¿use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer reused cartridges and reported that insulin began to leak from the o-ring at the bottom of the cartridge. Also, it was noted that there were air bubbles in the tubing. The customer's blood glucose level was 301 mg/dl and it was addressed with a manual injection. Reportedly, the customer would revert to manual injections until replacement cartridges are received.